Manufacturer narrative:
Section e1: telephone number: (B)(6) device evaluation: the device was not returned at the manufacturing site as it remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. An attempt was made to obtain missing information; however, the account did not provide the information.

Event description:
It was reported that an intraocular lens (iol) was defective, had a plunger rod issue. There was no patient contact. Through follow up, it was learned that the lens was fully inserted. The injector made a crunching sound as it was being advanced. As the iol came out, the haptics were a bit bent, but the surgeon was able to maneuver into place eventually and complete the surgery with no complications. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The iol was implanted. The patient is doing well post-operatively. No other information was provided.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that section h10 previously reported d6a/d6b lens was not implanted. Therefore, this supplemental filing is to correct the comments initially entered in section h10. Section d6a: if implanted; give date: unknown/not provided. The lens remains implanted. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.